Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient. It was reported the patient was having pain to the point that they could not sit or do anything, and they had a burn sensation in the tailbone area. The patient had connected with their healthcare provider (hcp) and would have the lead removed on monday ((B)(6) 2016). The patient was to call patient services on monday.